Event description:
Additional information was received from the patient on 2026-mar-31. They reported that they were not sure what caused or contributed to therapy being off, they had it turned off a while. To resolve the issue, they turned on the batteries and made sure all worked well, they had to have an MRI. They reported the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that they went to get an MRI on february 16, but they were not able to have it. The patient said that they were in a lot of pain on their shoulder. The patient confirmed they were connected and stated that their therapy was off. The patient said no wonder why their symptoms returned. The patient said that their symptoms got bad lately. The patient said that they were up and down all night the other night. The patient confirmed they turned on their therapy during phone call. The patient said that they will have an appointment for march 03 and they need a manufacturer rep to be there. The patient said that their doctor contacted a rep to request an appointment but was told by the rep that they were not sure if they could make it. The agent advised they would notify the rep for their appointment. The patient also said they will be needing to get an MRI by march 13. The patient confirmed they know how to activate their MRI mode. The rep responded and indicated that they had spoken with the patient and they were all sorted out now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.